Manufacturer narrative:
Event summary: the patient files do not record system notice ((B)(4)) indicating that the balloon was deflated. The data files showed multiple applications with inflation issue. Data files also showed at least seven applications were performed with non-returned catheter 2af284/34213-18 at the date of event. The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported issue has been confirmed and console 106a3/(B)(4) is still in use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the balloon was deflated. The coaxial umbilical cable was replaced without resolve. Then the balloon would not hold pressure prior to the freeze. The balloon catheter was replaced without resolve. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.